Manufacturer narrative:
Result: sensor coil cord.

Event description:
It was reported by service report that the bed loses power in the lowest position. No pt involvement or adverse consequences are reported.